Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 700 mg/dl with symptoms of dehydration, shortness of breath, and confusion. The patient sought out medical advice from their healthcare provider. The reporter stated that they believed the pump was not delivering accurately. They alleged that the pump would randomly stop insulin delivery. The reporter was unable to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of the pump not delivering accurately.